Event description:
Case description: action taken to novofine 32g 6 mm was not reported. Investigation results: name: saxenda® 6 mg/ml - batch unknown name: novofine® 32g x 6mm - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with following information. Investigation results updated manufacturing comment updated narrative updated suspect product updated. Manufacturer's comment: 08-jan-2018: as novofine 32g 6mm needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected product is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novofine 32g 6mm needle. Evaluation summary name: novofine® 32g x 6mm - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) skin reaction at the injection site with redness [injection site erythema], skin reaction at the injection site with swelling [injection site swelling]. Case description: this serious spontaneous case from spain was reported by a medical doctor as "skin reaction at the injection site with redness" beginning on 2017, "skin reaction at the injection site with swelling" beginning on 2017, and concerned a (B)(6) female patient who was treated with saxenda (liraglutide) from (B)(6) 2017 and ongoing due to "obesity", novofine 32g 6 mm (needle) from unknown start date due to "obesity", (B)(6). Medical history included obesity. On (B)(6) 2017, the patient presented with skin reaction at the injection site abdomen with redness and swelling with the first injection of the treatment. The patient continued with the treatment with saxenda (2.4 units not reported) and the reaction did not abate. The patient used novofine 6 mm and changed them in every administration. At the moment of the report the skin reaction was on-going action taken to saxenda was reported as no change. The outcome for the event "skin reaction at the injection site with redness" was not recovered. The outcome for the event "skin reaction at the injection site with swelling" was not recovered. No further information available. New suspect device novofine 32g 6 mm (needle) added 30-nov-2017